Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is reported because the lot number was not provided. There was no reported device malfunction and the product was not returned. Angina and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a 3.5x28mm xience prime stent was successfully implanted in a distal right coronary artery (drca). On (B)(6) 2016, the patient was hospitalized for angina and restenosis of the target lesion. Another percutaneous intervention (pci), placing an unspecified stent in the distal rca as treatment. The event resolved without sequela. There was no additional information provided.